Manufacturer narrative:
The investigation determined that lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros biorad level 2 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lots 0110 and 0125 in combination with a vitros xt7600 integrated system. The most likely assignable cause is instrument related. A vitros nt pro-bnp ii within run precision test performed by the customer was outside ortho guidelines indicating the vitros xt7600 integrated system was not performing as expected at the time of the events. An ortho field engineer (fe) performed service and maintenance actions to the instrument, including replacing the micro immunoassay metering pump, pinions and bearings, well wash filter and signal reagent dispense tips as they were blocked. Additionally, the ortho fe also performed adjustments to micro immunoassay metering, reagent metering and the microwell incubator. Following the service and maintenance actions performed by the ortho fe, the customer successfully calibrated and processed qc fluids without issue and a vitros nt pro-bnp ii within run precision test performed was within ortho acceptable guidelines indicating the vitros xt7600 integrated system was now performing as expected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros biorad level 2 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lots 0110 and 0125 in combination with a vitros xt7600 integrated system. Vitros nbnp2 lot 0110: biorad level 2 quality control results of 135.8 pg/ml vs. Expected result of 192.3 pg/ml. Vitros nbnp2 lot 0125: biorad level 2 quality control results of 136.5 pg/ml vs. Expected result of 192.3 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected nt pro-bnp ii quality control results were from non-patient fluids and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).